Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31542207l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an rvot (right ventricular outflow tract) pvc (premature ventricular contraction) ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced temporary third-degree av block that required monitoring. During the procedure, a temporary third-degree av block occurred in the patient due to mechanical manipulation of the ablation catheter. During the patient monitoring after the procedure, the conduction disturbance completely resolved, and no pacemaker needed to be implanted.